Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the motor device was loose, ran in a locked position, had cosmetic damage, cord damage and breaded stainless steel wire tether damage/came off. It was noted that the device had loose connector, almost faded red dot on connector, perforated hose, loose housing pin, loose set screw, frayed wire, rotates on safe, and air cooling was not possible due to hose hole. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, safety assessment and air pump assessment. It was noted in the service order that the device had a cut in the hose. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.